Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during hemodialysis therapy. Therapy was discontinued. It was reported that the patient was arranged to continue therapy with another machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.